Event description:
During a pci/stenting treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at seven atms on the first inflation. The lesion being treated was a calcified, 99% stenotic lesion in the mid right coronary artery. The physician used a 6f terumo introducer sheath for vascular access. The maverick2 monorail balloon was removed and replaced with another balloon. A cypher stent was deployed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good.'